Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had a charge-pak, attention, and service wrench icon in its readiness display. During device evaluation, physio verified the reported issue and observed that the device would not power on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device. It was observed that the device had accumulated 5.4 hours of on-time, which depleted and damaged the internal hlc batteries. It was also observed that the internal hlc batteries, designators bt1 and bt2 had leaked electrolyte onto the analog pcb assembly. The customer was sent a replacement.

Event description:
It was reported to physio-control that the customer's device had a charge-pak, attention, and service wrench icon in its readiness display. Upon device evaluation, physio observed that the device would not power on anymore. There was no patient use associated with the reported event.